Event description:
It was reported by the customer that a pyxis medstation es system label printer was not printing. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the zebra label printer was not printing. A field service engineer verified the functionality of the printer. The system functioned as intended after the customer resolved the issue.